Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she had a dried mouth and her throat was closing. The customer also stated that she was vomiting. The customer was treated with injections. The customer stated that she did not receive any messages regarding no deliveries. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.